Event description:
It was reported the pt is experiencing ineffective coverage. It was also reported the pt is experiencing stimulation in an unintended area. Reprogramming was unsuccessful. The pt will have x-ray taken and have her usage monitored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.